Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitude, noise and oversensing on the secondary vector leading to the deactivation of the smartpass. Additionally, three inappropriate shocks were detected due to this issue. X-rays were performed which were inconclusive. A lead defect is being suspected; however, it has not been confirmed. The system was deactivated, and a system revision is being scheduled for the near future. At this time, this system remains implanted. No further adverse patient effects were reported. Additional information was received detailing that the patient experienced a shock like sensation despite the therapy being deactivated. Feedback was inquired regarding this. No changes have been performed. This system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitude, noise and oversensing on the secondary vector leading to the deactivation of the smartpass. Additionally, three inappropriate shocks were detected due to this issue. X-rays were performed which were inconclusive. A lead defect is being suspected; however, it has not been confirmed. The system was deactivated, and a system revision is being scheduled for the near future. At this time, this system remains implanted. No further adverse patient effects were reported. Additional information was received detailing that the patient experienced a shock like sensation despite the therapy being deactivated. Feedback was inquired regarding this. No changes have been performed. This system remains in service.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier. D6a: implant date.